Event description:
When surgeon took out this pt's left chest port a cath, he commented upon removal that part of the tubing was missing from the catheter. When the pt was taken to recovery, surgeon explained to the pt that an x-ray would need to be taken and, if the missing piece was located, it would need to be removed during a different procedure. Dates of use: (B)(6) 2014 - (B)(6) 2016. Diagnosis or reason for use: chemo.